Event description:
The complainant reported a patient in post cardiotomy cardiogenic shock and with low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. It was reported while on (B)(6) 2024 while impella cp support, the patient experienced bleeding at the impella access site. The patient received 3 units of red blood cells and a femstop was applied to the site and heparin was withheld. The following day, (B)(6) 2024, the patient was still requiring the femstop at the impella access site to prevent profuse arterial bleeding. The patient received three additional units of red blood cells and heparin continued to be withheld until hemostasis was achieved. On (B)(6) 2024, the patient was noted to have cold bilateral lower extremities and they were noted to have petechiae and mottling. It was also reported that the patient had several episodes of ventricular tachycardia overnight that required defibrillation and an increase of pressor support to resolve. On (B)(6) 2024 the patient was experiencing self-limiting ventricular tachycardia and was intermittently having episodes of atrial fibrillation and sinus bradycardia. Amiodarone and lidocaine were administered to the patient to treat the arrhythmias. It was noted that the patient had a known hematoma on the anterior wall of the myocardium which was thought to be the cause of the arrhythmias. The patient was critically ill, and expired on support later that day.

Manufacturer narrative:
The investigation into the reported issues has been completed. The impella device was discarded by the customer, therefore, investigation of the device was not possible. As all the necessary information was not provided, the root causes of the limb ischemia, access site bleeding, and cardiac arrhythmias were not able to be determined. Should any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿